Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a black line through bottom of screen was confirmed during product evaluation. This condition was caused by a defective main display. The main display was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with a black line through bottom of screen. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is not available at this time.